Event description:
Per the healthcare professional, the pt was hospitalized in 1/1997 for reasons unrelated to the cochlear implant. While hospitalized the pt had her hair cut and a large hair drier was used. The pt reported to her healthcare professional that her scalp was burned and that she was able to feel the implant. She was examined by the implant surgeon in 2/1997. The surgeon reportedly stated that no interveniton was required and that the pt could use her implant. The healthcare professional stated that revision surgery is now planned. Follow-up info has been requested. Pt and device codes cannot be selected at this time.